Event description:
Information was received from a patient (pt) regarding an external device. Patient mentioned they used adhesive disks with their stimulator but it would burn their skin. Patient stated they are not sure if it was due to how many times the skin was "cut open" and how thin their skin is but it would burn the skin and cause it to itch for hours or days. Patient stated they would put the disk on and lay a towel down then the paddle and it would still irritate/burn.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.